Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation the cook ds-60cc-s syringe filled with water was placed on an inflation device and then attached to the balloon inflation port of the device. When pressure was applied to the balloon, water was noticed leaking from the proximal end of the balloon. During a visual inspection, a tiny pinhole in the balloon material was observed. No section of the balloon material is missing from the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon damage is application of inadequate negative pressure to the balloon.the instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use contain the following warning: ¿do not exceed the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The device was used for dilation of esophagus stenosis through endoscope. The user applied lubrication to the balloon and inserted into the endoscope. He attempted to inflate the balloon at the stenosed site. They found the pressure would not go up on the inflation device. They removed the balloon catheter from the endoscope and found a leak around the proximal bond of the balloon. The device was replaced with another hbd-18-19-20 to complete the procedure.